Event description:
It was reported by service report that the side rails were jammed and had cracked plastic on ends near the handle grips creating exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on broken siderails.